Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead delivered an inappropriate shock suspected to have been related to the dislodgement of the associated atrial lead. The patient was admitted to the hospital and a revision procedure was scheduled. Boston scientific has not received confirmation that the procedure has been performed. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead delivered an inappropriate shock suspected to have been related to the dislodgement of the associated atrial lead. The patient was admitted to the hospital and a revision procedure was scheduled. Boston scientific has not received confirmation that the procedure has been performed. The system remains in service and no additional adverse patient effects were reported. It was reported that this rv lead was subsequently explanted due to failure to capture and elevated threshold measurements. No additional adverse patient effects were reported.